Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 20 mg/dl. Customer mentioned he took a benadryl before he went to bed and gave himself the max bolus. Customer was advised of the block feature on the device. After troubleshooting, customer will not be returning the device for analysis.